Manufacturer narrative:
Updated fields: h2, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure could not be confirmed due to missing product information. A definitive root cause could not be identified. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported while the laser was in use, the laser sparked and detached from the head of the laser fiber. The head of the laser fiber was still inside the subject device while on fire. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm. This is report 2 of 2 ¿ for the unknown laser system.

Manufacturer narrative:
Related record: 3011050570-2025-00275-00. At the time of reporting, model number and lot number are unknown. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while the laser was in use, the laser sparked, and detached from the head of the laser fiber. The head of the laser fiber was still inside the subject device while on fire. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm. This is report 2 of 2 ¿ for the unknown laser system.